Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager on the refrigerator kept failing when accessing medication and required constant recovery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) refrigerator kept failing and required constant recovery. A field service engineer (fse) found that the rm was failing intermittently, powered down the station, cleaned the switches and powered the station back on to resolve the issue. The customer tested the rm multiple times and verified its functionality successfully. The system functioned as intended after the field service engineer repaired the device.